Event description:
It was reported that after the procedure a nurse touched the side of the light guide that connects to the light source sustained burns. It was noted that the nurse received appropriate treatment and returned to work as usual. No adverse events were reported.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, a malfunction of the subject device could not be determined. This supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.